Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an undisclosed location on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness. It was reported that sensor had been reading much higher than the bg readings but at that time they were unable to take readings as patient had been unconscious. A flight attendant treated the patient with glucagon. At the time of the report the patient was functioning normally. At an unspecified time of the event the cgm was reading 9.3 mmol/l and the blood glucose reading was 5.3 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.